Event description:
It was reported that this right atrial (ra) lead was explanted due to not sutured down properly, leading to dislodgment and impedance issues. This lead was successfully replaced. No additional adverse patient effects were reported.